Event description:
Pt called stating she has surgery (cesarean-section) on january 2, 1996. Pt states that she began to experience suture spitting, "holes" in skin and "boils" two and one half years following procedure. Pt indicates that these holes/boils fill up with pus, become swollen then drain. Pt also states that there is a "knot" in the skin. The pt's physician stated that this pt had been examined several times. Physician states that the wound is a normally healed wound with no indication of infection, lesion or suture spitting. Physician stated he could not see any of the conditions reported. Pt requested and was refered for second opinion. Second examination found pt experiencing renal infection, not related to sutures or cesarean-section.